Event description:
The patient contacted animas on (B)(6) 2012 stating that the ok keypad button was intermittently unresponsive. The patient noted that the button symbols on the keypad were worn and that the keypad felt loose. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The ok keypad button symbol was found to be worn. Evaluation revealed that the ok and contrast keypad buttons were intermittently responsive and required multiple button presses to elicit a response. All other keypad buttons responded to button presses as expected. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.